Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed and no parts were returned. During service, our field service engineer (fse) confirmed that the ventilator did not pass the pressure transducer sub-test during the pre-use checks. He concluded that the pressure trasnducer printed-circuit (pc) board was malfunctioning, he then replaced it. Evaluation of the received device logs could not confirm the reported error, as the logs did not cover the reported date of event. Our final conclusion is based on the received service order from the maquet fse, confirming that the pressure transducer pc board that was replaced was malfunctioning. The root cause is not determined for the reported failure, since no goods were received for this investigation.

Event description:
(B)(4). This report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00329. The record is being created as requested per the FDA correspondance that requires a supplemental be filed electronically. It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).